Manufacturer narrative:
Medical records received on 25-feb-2016 the consumer's medical history included 3 previous pregnancies. Her father had a liver cancer, bladder and kidney cancers. She had a transitional cell carcinoma without a history of smoking. She had transurethral resection followed by bcg. Her weight was (B)(6) and height was (B)(6) ((B)(6)). It was reported that she had an ablation in 2009. Also, she had essure placed shortly after her endometrial ablation (she was (B)(6) at time of insertion). Just prior to her ablation, she had a miscarriage which required d and c (dilation and curettage). She had intermittent pain (on right lower abdomen) around the time of her d and c/ablation. She did not get a hysterosalpingogram after essure placement. On (B)(6) 2014, transvaginal ultrasound was done. Her ovaries, cervix and uterine body were normal. Her fallopian tube appeared to have 2 devices placed; the devices in the left tube appeared to have myometrium surrounding the devices in 360 degrees. The right device appeared to be in cornua, but myometrium was present only on one side. She presented to to the exam with a history of lower quadrant pain/tenderness. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who who had essure (fallopian tube occlusion insert) inserted and it was reported that all her right tube was "not happy" and had red over the ultrasound indicating an issue (seen as fallopian tube disorder) and the devices in the left tube appeared to have myometrium surrounding the devices in 360 degrees. A hysterectomy was performed and during the procedure, it was discovered that right essure device had migrated out of the tube (seen as device dislocation). All events are listed in the reference safety information for essure. In this case, the exact date and mechanism of the events were also not known. However, considering that essure has a contributory role for the occurrence of these events, causality cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No further information is expected.

Manufacturer narrative:
Follow-up information received on 28-dec-2015: consumer questionnaire was received. Consumer provided her demographic information. She denied previous gynecological procedures or problems. At 2008/ 2009, essure was inserted. She was at 9-12 months post-partum. No back-up contraception was used after essure insertion. No hysterosalpingogram (hsg) was performed. In (B)(6) 2011, bladder cancer was diagnosed. In (B)(6) 2012, consumer started to experience pain in right side. It was not stopped. Physician did an ultrasound to determine issue with the tube. In (B)(6) 2014, a hysterectomy was performed. She was hospitalized. Right essure was migrating out of tube. Physician removed 2 devices from left tube. In (B)(6) 2015, CT scan was performed. Ovaries were kept. Consumer was still on pain in right side and was questioning possible scar tissue. Consumer related events to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who who had essure (fallopian tube occlusion insert) inserted and it was reported that all her right tube was "not happy" and had red over the ultrasound indicating an issue (seen as fallopian tube disorder). A hysterectomy was performed and during the procedure, it was discovered that right essure device had migrated out of the tube (seen as device dislocation). Both events are serious and listed in the reference safety information for essure. In this case, the exact date and mechanism of dislocation were also not known. However, considering that essure has a contributory role for the occurrence of these events, causality cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and the doctor did not mandate her to do a follow-up dye test to check if the essure was placed properly. Additional information received on 14-nov-2015 (ptc investigation result). Concomitant medication included vitamin d and (B)(4). She has never smoked and was an active female with a healthy daughter. The pain on her right side continued to get worse. She switched gynecologist and had an ultrasound that confirmed her right tube was not happy and had red all over the ultrasound indicating an issue. In 2011, the diagnosis of bladder cancer was given. She was not sure what caused the bladder cancer, but cannot rule out issues with essure. Two surgeries and one installation of bcg treatment. On (B)(6) 2014, she underwent a hysterectomy. During hysterectomy, it was discovered that the right essure device had migrated out of the tube and she actually had 2 essure devices in left tube. Also she experienced chronic headaches. Hospitalization was mentioned but not specified and/or assigned to one of the events. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that all her right tube was "not happy" and had red over the ultrasound indicating an issue (seen as fallopian tube disorder). A hysterectomy was performed and during the procedure, it was discovered that right essure device had migrated out of the tube (seen as device dislocation). Both events are serious and listed in the reference safety information for essure. The term hospitalization was only mentioned as event outcome and the reporter did not specify it. In this case, it was not clear what really happened with consumer's fallopian tube. The exact date and mechanism of dislocation were also not known. However, considering that essure has a contributory role for the occurrence of these events, causality cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. Further information is expected.